Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient was having shocks from the implantable neurostimulator (ins) battery. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss the shocking sensations. There were no further complications reported or anticipated.